Event description:
It was reported that during a da vinci si prostatectomy procedure, a maryland bipolar forceps instrument starts to malfunction half way through the procedure. Surgeon is not able to control the movement of the jaw precisely. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable on one side of the distal clevis were derailed from the distal idler pulleys. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on outside of pulley. Yaw motion was non-intuitive as a result. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .021 - .046 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.